Manufacturer narrative:
No timeouts or drive stalls were seen in the device data that would indicate a failure to deliver insulin. No issues were found with the device that would affect the delivery of insulin.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient was hospitalized overnight, due to high blood glucose (bg) levels exceeding 27 mmol/l (486 mg/dl) and ketones, while wearing the pod on the leg between 4 and 24 hours. The pod was changed at home and a manual insulin injection was administered at home. At the hospital, the patient was monitored every hour.